Manufacturer narrative:
Conclusion: according to the information received from the field the device was explanted due otitis media, which spread to the implant site. Review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the infection. Further device investigation revealed damage to the active electrode likely caused by repeated external mechanical impacts on the device. Other mechanical damages found are attributable to the removal surgery. This is a combined initial and final report.

Event description:
The user had an otitis media infection, starting in (B)(6) 2025. The infection had affected the electrode; thus the user was explanted.